Event description:
I had a inguinal hernia repair, mesh was used. The doctors tell me the scar looks good and the mesh looks good after the second operation in 2008. I am still having severe groin and incision pain that goes to my belt line. They say they are going to now treat me for chronic pain. I have had surgery on my right side and have no problems. My left side kills me. The mesh is supposed to be the new state of the art mesh. Sorry it does not work and should not be used on anyone else, there are too many of us having problems. Also the surgeon said the mesh could not be removed, it will to be too dangerous. Dates of use: still on going 2007 - 2008. Diagnosis or reason for use: left inguinal hernia.